Manufacturer narrative:
(B)(6).

Event description:
It was reported that the camera went down during the operation. After restart works again. Several times, after replacing the control unit function. No back up device was available.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The reported complaint of live video output malfunction could not be duplicated during the functional testing process. Ccu passed all functional testing and 4 hour burn-in inside of test tower with no interference or signal loss. All video outputs and functions performed as expected. The complaint of signal loss was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.